Manufacturer narrative:
Corrected data. E1 - initial reporter. Date of event is estimated. A patient is unable to set ipg to MRI mode was reported to abbott. It was determined the patient's lead(s) read high impedances. The ipg was replaced and therapy restored. The ipg did not resolve the issue. The patient's lead was explanted and replaced. Therapy restored. The patient was able to set their device to MRI mode. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set the device into MRI mode. System diagnostic recorded high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.